Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was fractured and it exhibited an insulation anomaly. The lead was explanted.